Event description:
It was reported to technical services on 1/26/11 that they had difficulty getting a wire out of this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).